Event description:
During the surgical procedure, when an attempt was made to attach the metaphysis to the stem, the adapter did not grip the stem well and the assembly piece froze and did not rotate in any direction. No reported surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. After visual examination, it is confirmed that puller rod and the assembly's tool body are jammed and cannot be disassembled. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.